Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with a 475cc mentor smooth round moderate plus profile, and experienced left side deflation postoperatively. As a result, the patient underwent left side replacement surgery with mentor saline device on (B)(6) 2022.

Manufacturer narrative:
On january 4, 2023, mentor became aware that incorrect mre statement was added under previous submission narrative under h10. The correct statement is as follows since lot number is unknown: "since no lot number was provided, no manufacturing record evaluation could be performed." Manufacturer¿s reference number: (B)(4), incorrect mre under previous initial submission field h10 .